Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event, per service record opened. The reported event could not be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while creating the flap, the flap was lifted and was found partially perforated, and some tissue remained on the ocular surface from the epithelial area and the tissue was removed with a golf scalpel, laser was emitted upon the surgeon¿s judgment. The tissue was returned to the hole when the flap was repositioned, and the bandage contact lens was placed in the patient¿s right eye, during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).